Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient smelled smoke. Patient had unplugged power to monitor and was not comfortable with troubleshooting the monitor. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.